Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers that failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that multiple drawers had failed, and drawer recovery was not possible. The field service engineer (fse) found that main drawers had all cubies not detected on the bus. The fse checked the components, reseated the cables, and cleaned out debris. Cubie 5 in row a of drawer 4.1 was found to be defective and was removed. Functional tests were performed, components were rechecked, cables were reseated, and debris was cleaned out. The system functioned as intended after the field service engineer repaired the device.